Event description:
It was reported that blood was coming from the connector/extension tube. The catheter was changed.

Manufacturer narrative:
The complaint will be confirmed, but the exact cause is unk. A hole had developed in the d/l tubing just distal to the bifurcation, which allowed the arterial lumen to leak and may have allowed bleed-back. The surface of the material around the split was granular. The hemoglide catheter exhibited signs of use. The d/l tubing was discolored. The printing on the bifurcation and the extension legs was worn. Tape residue was visible on the d/l tubing and bifurcation. The break is possibly related to a combination of mechanical stresses and chemical degradation; however, the exact mechanism of damage is unk. No defects related to the mfg process were found on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.